Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy the device produced metal abrasion. The surgery was finished successfully with the same device and it was not necessary to switch the surgical technique. A revision surgery was required due to the error. Update (B)(6) 2022: it was confirmed that all fragments were removed from the patient with the shaver during the initial surgery on the (B)(6) 2022 and no revision surgery was required.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 was received for investigation. Visual inspection identified that the shaft was significantly bent, indicating that prying/leveraging forces had been applied to the device during use. Breakage/erosion of the distal tip was observed, along with discoloration. Scratches were present across the distal end of the insulation, inferior to the ablator tip. A probable cause is attributed to mishandling during use.